Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that his insulin pump first received a weak battery alert, and after changing the battery the pump alarmed with a button error. The patient's blood glucose at the time of incident was 325 mg/dl. The customer stated that he took his pump off before getting in the shower, and when he was done the device showed a button error. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.